Manufacturer narrative:
(B)(4). Date sent: 1/28/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 1/2/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there a change in the procedure? If yes, please explain. Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic assisted anterior resection an anvil secured proximally using purse string technique (prolene). Device introduced into rectum; trocar fully opened using adjusting knob. When connecting the anvil to trocar, the trocar retracted into device. Surgeon instructed first assist to re-open the device to push out the trocar. Anvil and trocar connected successfully (orange band no longer visible). Firing completed, green tick visible. Once device removed, donut inspection uncovered incomplete proximal donut. Proximal donut was a ¿u¿ shape/horseshoe shape. No staples seen at the top of the ¿u¿ on either proximal or distal colon. Upon inspection, a 1-1 ½ cm hole observed in the anastomosis. Surgeon used 5 interrupted suture a robotically secured hole. Added addition 1+ hours onto case. Surgeon observed the prolene purse-string had not cut as it normally would with the circular knife. Patients care continued as normal, potential drain must remain for longer. Patient was given a de-functioning ileostomy (pre-planned).

Manufacturer narrative:
(B)(4). Date sent 1/14/2025. Additional information was requested, and the following was obtained: 1. Was there a change in the procedure? No. 2. Could you please clarify if there were any patient consequences? Slight increase in procedure time. 3. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Date sent 2/7/2025. Corrected data d4: UDI#.

Manufacturer narrative:
(B)(4). Date sent 2/10/2025. D4 batch #133d33. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No trocar or cutting issues were noted at any time during the testing. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 133d33, and no non-conformances were identified.